Event description:
It was reported that the customer was experiencing high blood glucose levels. Troubleshooting was performed and during the process the insulin pump alarmed motor error. The customer does not use the sensor feature. The customer's blood glucose was 11.2 mmol/l. The customer was advised that the insulin pump needs to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked display window, and a cracked case at the display window corners.